Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 407652, lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with chest pain, shortness of breath, pre-syncope, and a heart rate in the thirties. The patient's implantable cardioverter defibrillator (ICD) was currently programmed to pace at sixty beats per minute. There was no evidence of capture or sensing issues. The device remains in use. No further patient complications have been reported as a result of this event.